Event description:
It was reported that after riding a bike the patient¿s blood glucose dropped to 80 mg/dl, the patient treated with food, and glucose subsequently rose to about 220 mg/dl while using the ilet system with a continuous glucose monitor (cgm) sensor on the back of the arm; the patient later ate dinner, noted a downward trend before announcing the meal, and no device component issue was identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.